Event description:
It was reported that balloon rupture occurred. Patient underwent an endovascular therapy where the 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem and damage was found on the balloon material at the shape of a pinhole near the center. The device was discarded in the facility and was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.